Manufacturer narrative:
The peritonitis occurred on an unknown date after (B)(6) 2021. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. It was reported that the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was reported the patient was not recovering from the peritonitis event prior to death. Thirteen days prior to death, pd therapy was discontinued. On an unreported date, the patient was switched to continuous renal replacement therapy. No additional information is available as the reporter declined follow up.